Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 19. On (B)(6) 2022 , the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.